Event description:
Tvt sling from coloplast was supposed to help for incontinence now ended up with urine retention, permanent uti, self cath, muscle and leg pain totally drained out, unable to have a sexual relationship. Constipation, bloating. I live in (B)(6).